Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of es - s2w1 - device not on bus - device offline was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that fh pyxibus controller was bad. The fse replaced it with new one. During dchu visual inspection: p/n 151903-01: was received with thermal damage in component u301. During dchu testing: p/n 151903-01: the testing from dchu was not necessary due to the thermal damage observed during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was identified as thermal damage to component u300 and c302 on the full height cubie pmc (p/n: 151903-01) circuit board resulting from an electrical failure. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to their malfunction.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer not detected on bus, which located on s2w1. As per part investigation, it was determined that there was thermal damage observed to component u300 and c302 on the full height cubie pmc. There were no adverse events or injuries reported based on this event.